Manufacturer narrative:
The customer reported that the device shut down during a procedure. The customer reported there was an error message for a main unit failure and then the program would not close and it kept stimulating sseps when they were trying to close it. There was no patient harm. The mee system measures and displays electric, auditory, and visual evoked potentials (ep), electroencephalograms (eeg), and electromyographs (emg). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. H4: device manufacturer date - ni.

Event description:
The customer reported that the device shut down during a procedure. The customer reported there was an error message for a main unit failure and then the program would not close and it kept stimulating sseps when they were trying to close it. There was no patient harm. The mee system measures and displays electric, auditory, and visual evoked potentials (ep), electroencephalograms (eeg), and electromyographs (emg). No patient harm was reported.

Event description:
The customer reported that while in the middle of obtaining the baseline data, the eeg tech stated that all signals went black and she got a "main unit failure" error message, then the system shut down. When trying to close the program, it kept stimulating sseps. No patient harm was reported. The mee system measures and displays electric, auditory, and visual evoked potentials (ep), electroencephalograms (eeg), and electromyographs (emg). No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that while in the middle of obtaining the baseline data, the eeg tech stated that all signals went black and she got a "main unit failure" error message, then the system shut down. When trying to close the program, it kept stimulating sseps. The tech was able to reboot the device, which temporarily resolved the issue. The customer did not supply the system's serial number. No patient harm was reported. Investigation summary: an investigation was performed under irc-499 on a similar incident and reported to FDA for this and ticket #(B)(4): the log files were requested for an nkc investigation, but they were not provided. The phenomenon could not be reproduced on the reported device where the phenomenon occurred. Nka requested that the investigation be suspended because the phenomenon could not be reproduced. Under normal use conditions, the issue could not be replicated during nkc testing in nkc's operating environment. However, it should be noted that when nkc intentionally dropped the power below 70v (low voltage), the main unit powered off and thus lead to a "main unit failure" error message. 70v is not enough power to power the main unit. Trending for similar issues and devices will continue to be monitored by nk. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H4 device manufacturer date h6 event problem and evaluation codes h11 additional manufacturer narrative.